Event description:
On (B)(6) 2026, a patient underwent a stereotactic guidance biopsy procedure using encor probe device. During the procedure, the patient experienced significant bleeding with blood leakage noted at the needle connection site. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd